Event description:
Maude report (B)(4) voluntarily submitted by patient states that s/he was revised to address pain in hip and groin, radiating into the left thigh. An aspiration was performed in 2010 which showed metal-on-metal synovitis, and patient was revised.

Manufacturer narrative:
This is a duplicate report of 1818910-2011-25671. This report, 1818910-2013-12256, will be rejected. 1818910-2011-25671 will be kept for investigation purposes.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.